Event description:
The customer reported being hospitalized due to unexplained high blood glucose and increased electrolytes. The blood glucose reading at time of call as 378mg/dl. The customer declined to troubleshoot the insulin pump and requested assistance with adjusting the carbohydrates ratios and maximum basal rates. Assisted the caller to adjust them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.